Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported a sample transfer module (stm) aspirate issue, which caused a level sense error. The customer indicated that quality controls (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The customer confirmed that the level sense issue occurred with one sample. Siemens requested for instrument files to further investigate the issue. However, the customer did not provide the data with the affected tpsa result. The instrument is performing according to specifications.

Event description:
A falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument. The repeat result was lower than the discordant result. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant tpsa result.

Manufacturer narrative:
Siemens filed initial MDR, on (B)(6) 2022. Additional information ((B)(6) 2022): siemens further investigated the issue and determined that the event is isolated to a single sample, which indicates a sample specific issue. Siemens concluded that specimen integrity issues, such as fibrin, potentially contributed to the discordant total prostate specific antigen (tpsa) result. The instrument is performing according to specifications. No further evaluation of this device is required.